Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Additionally, the patient underwent unrelated procedure without placing the ipg into surgery mode. As such, the ipg is not connecting to external devices. Therefore, the patient is unable to set the ipg into MRI mode. In turn, surgical intervention may take place at a later date to address the issue.